Event description:
It was reported that the numbers on the screen of the insulin pump started scrolling when pressing buttons. Blood glucose value is 6.5 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.